Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the procedure, when trying to connect pacemaker and the lead, the set screw was spun out, but could not be spun back even after several attempts. The physician immediately changed another pacemaker to complete the procedure successfully with no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.